Event description:
This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. Customer reported when inspiratory pressure is increased over 29 cmh2o the inspiratory pressure jumps instantly to 80 cmh2o.

Manufacturer narrative:
A field service technician was sent to the customer site to investigate the failure. The device was inspected and found to have bad check valves that may have been caused by a contaminated air system of the hospital. The inlet filter was dirty which indicates the hospital supply is contaminated. The check valves were replaced and ventilator was recalibrated. A functional test was conducted and the device was allowed to run overnight. The device did not exhibit any indications it was not functioning properly. There are indications that the service history is not regularly performed. Water traps indicate lack of maintenance. Hospital staff has been advised by our distributor to monitor air supply.